Event description:
Reporter reports that the patient went swimming in a pool with pump and when she got out of the pool her keypad was frozen/not responding to presses. Reporter reports no water in battery or cartridge compartment nor under the display screen or keypad. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation was complete with the following findings: unable to confirm or duplicate unresponsive keypad. Testing confirmed the up, down, ok and contrast buttons are responsive to button presses and are functional. The keypad has no visible sign of damage. No visible damage to pump case. Observed bolus button not responding to presses. An in-house leak test was performed and found a bolus button leak. Pump was opened to check for internal moisture. No evidence of internal moisture found. No evidence of moisture damage in battery compartment or cartridge compartment. Removed bolus button cover and found the internal plug is missing. Bolus button is damaged but functional. Removed keypad cover to check condition of the button contacts. No issues found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.